Event description:
Groshong dual lumen cuffed catheter placed 11-28-92. Concern about catheter due to multiple repairs that have been done. Question if components are defective. Red and white replacement connectors have dislodged from the double lumen 9.5 fr. Groshong catheter. The catheter was placed 11-28-92. Rptr has listed the repairs that have been done since the original insertion date. Red replacement connector: 4-29-93, 11-26-93, 12-06-93, and 11-14-94. Repaired catheter body: 02-05-94. White replacement connector: 06-27-94. Add'l repair dates 11-14-95 red connector, 8-8-95 red connector, 4-7-96 repaired catheter body. Red connector replaced 8-8-94, per husband request because it was difficult for him to change the injection cap because the original red end doesn't have any wings to hold on to. Rptr has obtained 3 chest x-rays to look for pinch-off as a contributing cause to multiple repairs and the films have not confirmed this. A lot of discussion has been held with the nutrition support svc and pt's physician and the decision was made to glue and secure the replacement connector to the catheter using medical adhesive. Rptr felt the risk of catheter infection outweighed the safety mechanism of the catheter.